Event description:
The physician reported that the pt was admitted to the hospital for renal failure and sepsis (date of event not specified). At the time of the report, the pt was intubated and in the intensive care unit (ICU). The pump was stopped in 2008 (reason unspecified). The pump was programmed to deliver lioresal 2000 mcg/ml at 490 mcg/day. The pt had been refilled on the month before. The reservoir volume at the time of the report was 8.4 ml. The pt's status was critical. No further info was available at the time of this report. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.